Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No further information is available.